Event description:
An operator was performing standard operations on the streamlab core unit. The operator accidentally pushed the cpu door and the door opened and fell on her foot. The operator experienced a bruise and a cut above her heel. The operator was given three days medical leave for the foot injury.

Manufacturer narrative:
The cause of the injury was that a safety cable was not properly connected to the door panel. A siemens healthcare diagnostics inc. Field service engineer (fse) dispatched to the account discovered that the cable did not fail. It had been disconnected from the door. The fse reconnected the cable. The latches that hold the door closed were also replaced and adjusted. The injured operator was wearing a toe covered sandal that did not protect her heel. The operator returned to work after the 3 day medical leave. The instrument is performing within specifications.